Event description:
Customer reported red blood cell (rbc) start up failure when using the coulter lh 780 hematology analyzer. Diluent was not being added to the rbc bath as appropriate. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed the rbc (red blood cell) start up failures and noticed pv11 not opening during cbc (complete blood count) counting; valve vl11 was not activating. The fse replaced solenoid valve 11, resolving the reported problem. Shutdown and start up cycles were performed and all passed. Identification of failure modes: the failure mode is related to solenoid valve pv11 which was not opening and needed replacement. The rbc start up failures alerted the operator to a problem. No erroneous results were generated in connection with the reported event. As a result of the rbc count valve malfunction (solenoid valve pv11 not opening) rbc and platelet parameters will be impacted; results could be flagged, un-flagged or non-numeric. (B)(4).